Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation burn marks were observed on the returned adapter. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no was observed. Visual inspection has been performed on the usb/charging cable no issues was observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter and burn marks was observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no burn marks was observed. Unable to perform power consumption test due to reader will not turn on. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. An extended investigation was performed on returned reader. Visual inspection has been performed on the returned reader and no damage or corrosion was observed. Battery was replaced with a known good battery and reader powered on. Battery's voltage is not a contributing factor to fire, smoke, electric shock, or explosion. The current draw on the returned reader was within specification. Reader was also monitored under thermal camera during operation, where no abnormal hot spots were observed. Visual inspection has been performed on returned usb cable and no damage was observed. Continuity test was performed on the returned usb cable using a cable tester and no issue was observed. Visual inspection has been performed on returned usb charger and burn marks was observed on the base of the electrical pins of the adapter on the plastic casing. The electrical pins had damage with a portion of the metal pins having a dent due to melting from exposure to a hot object. Load test was performed on the usb charger was within specification. Therefore, the burns marks on the usb charger did not affect the functionality of the reader. This along with the observations that both the reader and usb cable have no damage or fault in their functionality indicates that the usb charger burn damage occurred through customer use. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device did not power on. The product was returned and investigated for not being able to power on, however during investigation burn marks were observed on the returned adapter. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.